Event description:
It was reported that the patient's infusion device was delivering an inaccurate amount of insulin, resulting in elevated blood glucose levels. The patient had been hospitalized for diabetic ketoacidosis. At the hospital, the patient's infusion device was removed and she was treated with an insulin pen. The user and her diabetologist believe that the pump was no longer delivering insulin correctly, as no leakage or blockage of the bent cannula could be detected. The user was hospitalized for more than 11 days.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.